Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 apr 2026 has been used as a placeholder investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review the device history could not be reviewed due to the unknown lot number.

Event description:
Event occurred regarding a spinning spiros closed male luer, red cap where it was reported that the spiros had ¿popped off¿ the syringe and the spiros end came detached from the syringe during the push administration of doxorubicin, which is a somewhat viscous substance. The event prior to this one was the same type of event with the same drug. It had at least 3 issues lately with the spiros either leaking or disconnecting from a syringe when doing an IV push of doxorubicin. The event occurred during infusion. There was patient involvement with no patient harm.